Manufacturer narrative:
(B)(4) the device was not returned for evaluation but a device history review was able to be completed for the lumitip dissector. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint. There was no complaint of a product malfunction.

Event description:
On (B)(6) 2018, a patient was receiving a bilateral tt maze procedure. When the surgeon was using the lumitip dissector (mid1) to dissect the right sided pulmonary veins, he poked a small hole just above the right inferior pulmonary vein. The bleeding was controlled with the pericardium being held over the heart and the procedure was converted to a sternotomy with the patient going on-pump at this time. The hole in the pulmonary vein was repaired by the surgeon with a suture and it was undetermined if a transfusion was utilized. The patient did not get hypotensive during this time so the procedure proceeded being completed with cryoablation. There were no further patient complications and no product defects of any kind. It was reported that the patient was stable post procedure.